Manufacturer narrative:
The reported event of decreased sensing was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore, visual inspection of the lead revealed no anomalies with the exception of damage consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, intermittent sensing was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse health consequences. Related manufacturer reference number: 2938836-2019-14487; related manufacturer reference number: 2017865-2019-14827.